Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleging possible insulin pump under delivery. The customer high blood glucose level was 318 mg/dl and 257 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer reports insulin exited at the quick release. The reservoir will not be returned for analysis.